Event description:
It was reported the device was found to be in backup vvi mode following a vt ablation procedure where external defibrillation was used. A device download was successfully performed and the device was restored. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.